Event description:
A surgeon reported that he explanted an intraocular lens (iol) six weeks following implant surgery due to lens was off axis. The pt reported having blurry vision. The replacement lens was the same model with a different diopter power. Additional info was received from the surgeon stating that, in his opinion, it was unk if the device caused or contributed to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There were no other complaints reported in the lot. Additional info was requested by phone, fax and mail on 03/16/2012. A partially completed questionnaire was received on 03/16/2012. (B)(4).